Event description:
Additional information was received stating that the distal end could not be opened due to the damage of the tip end. The pipeline had been placed in the straight section. No additional steps or other devices were attempted to open the pipeline. Delivery of the pipeline was without too much resistance. No issue with use or damage observed to the phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline flex was returned within the phenom 27 catheter. ¿ damage location details: the pushwire was extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the distal pipeline flex braid end was found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity, damage braid, and braid deployed in vessel bend. In addition, based on the analysis findings, the pipeline flex and phenom 27 catheter could not be confirmed to have resistance as no defect were found with the pipeline flex pushwire and phenom 27 catheter. No resistance was observed during testing. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. The patient's vessel tortuosity was moderate. Which eliminate this factor out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no resistance during delivery.

Event description:
Medtronic received information regarding a pipeline flex stent that failed to open at the distal end and was damaged. The patient was undergoing a procedure for flow diverter treatment of a middle cerebral artery (mca) m2 segment unruptured saccular aneurysm. The aneurysm max diameter was 5.5mm and the neck diameter was 4.2mm. The distal landing zone was 2.7mm; the proximal landing zone was 3.6mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered for 1 week prior to the procedure and continued for 3 months post-operative, followed by single antiplatelet therapy. It was reported that the devices were prepared and catheter was flushed per the instructions for use (IFU). After the phenom 27 microcatheter was delivered in place with the guidewire, delivery of the pipeline flex was initiated. When the stent distal marker reached the straight segment, deployment was initiated. However, when withdrawing the microcatheter, the distal end of the pipeline was observed to not be fully open. A bit more of the stent was deployed and the surgeon waited about 30 seconds but the pipeline still failed to open. The pipeline was retrieved and it was observed that the stent distal tip was damaged. The pipeline was then replaced with a ped-350-30 device which was deployed successfully using the same technique. Dyna-CT showed good the stent has good apposition to the vessel wall. There was no harm or injury to the patient associated with this event. Post-procedure imaging showed contrast retention in the aneurysm and distal vessel blood flow was unobstructed.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 231572698); implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.